Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 3006705815-2019-04775, 3006705815-2019-04776, 1627487-2019-13550, 1627487-2019-13551. It was reported that the patient had an infection at the ipg and lead site. The patient had a fever and was prescribed oral antibiotics. In turn, the patient underwent surgical intervention wherein the scs system was explanted. Further information regarding the status of the patient and progress of the infection is not available at this time.

Manufacturer narrative:
It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.